Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display issue. The reporter stated that the screen was very scratched to the point that they were unable to read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the display lens contains multiple scuffs and scratches within field of view. Pump powers with returned battery cap to a dim discolored display. The battery compartment was cracked in thread area and below grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.